Manufacturer narrative:
Qn#(B)(4). Manufacturer address corrected to (B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the lasertubus kinked while trying to intubate a patient.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the lasertubus kinked while trying to intubate a patient.